Manufacturer narrative:
Results and conclusion: the actual device used during the case was returned and evaluated. Visual examination of the guide wire that it is intact; however, severely damaged. The core wire has pulled away from the distal tip and the coil is stretched. Closer examination of the area of the bond joints revealed that both the distal tip and the distal bond joints are intact. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed; however, the exact cause for the event is unknown.

Event description:
It has been reported to us that guide wire became stretched during the procedure. The physician inserted the guide wire into the patient for a left ventricle lead implant procedure. At some point during the procedure, the tip of the guide wire was extended outside of the lead tip. The physician pulled back on the guide wire and the wire became stretched. The device was removed successfully, and the patient is reported to be fine.